Event description:
A nurse reported a power outage occurred during a procedure. When the power was restored, the system was unable to be primed. The surgeon had to complete the case using a manual technique. There was no pt harm reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no additional info provided related to this event. For this reason, step could not be taken to replace or confirm the reported event. The root cause is unk at this time. (B)(4).